Event description:
The pt underwent implantation of an itrel ii implantable pulse generator and lead system to treat pain. The hcp reported on the annual device tracking report that the pt and undergone explantation of the ipg and extension due to having a pulsation in the middle of the back, shocking type pain. The device was not returned to the MFR for analysis.